Event description:
It was reported that during a da vinci-assisted multi vessel small thoracotomy surgical procedure, the horizon small clip applier instrument clipped three branches of arteries and then the cable broke. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument did not collide with any other instrument or tool during the procedure. There were no issues related to opening/closing of the grips. There were no issues related to left/right (yaw) motion of the grips. There were no issues related to up/down (pitch) motion of the wrist. The issue was resolved with a backup instrument. There are no photos and/or videos of this event available for isi review. Patient demographics were requested but were unable to be provided.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.